Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient came to the hospital emergency room and was experiencing red heart alarms and the pump felt like it was making loud noises and beating differently. The red heart alarms were confirmed by the emergency room personnel, and saw that the patient was experiencing lvad pump failure. The patient was admitted to the hospital and placed on pneumatic support. Waveforms were sent to the manufacturer for analysis and reviewed, but were inconclusive at that time with the average current being within normal limit and the runtime parameters appearing normal. At this time, the doctor was not sure if the patient could be considered for either a lvad exchange or transplant. A few days later, the patient was back on the system controller without alarms in a fixed mode of 70 with good flows. The team believed that there was fluid ingress leading to the red heart alarms. The patient remained in the hospital and the staff was continuing to work on issues surrounding him being a candidate for another lvad or transplant; however, the patient had many psych-social issues. One week later, waveforms were taken and sent in for evaluation again as patient had been experiencing a lot of red heart alarms with power limit advisory and abnormal audible pump sounds. There were some light anomalies captured on the waveforms, but nothing significant. The patient was evaluated again at this time for transplant versus exchange, however was declined for both due to severe non-compliance. It was recommended that the patient remain in the hospital and hospice and all palliative care measure would be taken. The patient refused and requested to be discharged. It was then reported that the patient self referred himself to another hospital facility emergency room in the area, with power limit advisory alarms and complaints of the device making unusual noises. The manufacturer's clinical representative was called and the hospital was informed of the patient history, and the implanting center was advised that their patient had gone to another hospital. Two days later, his pump failed and the later hospital exchanged his lvad for a pvad bivad and the patient is doing well.

Manufacturer narrative:
Patient remains ongoing with the pvad bivad. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.